Manufacturer narrative:
The device was received, and an evaluation is complete. A device history review revealed no issues that could have caused or contributed to the reported issue. Evaluation included a visual assessment as well as functional testing. Evaluation experienced an 'upstream occlusion'. The cause was identified to be an ultrasonic sensor numbers were out of specification. The ultrasonic sensor was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device experienced upstream occlusion. No additional information is available.